Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when both devices "failed to staple", did the devices deliver a cut line? If yes, was the cut line complete? Or did both devices lockout/ would not fire (meaning no staple line or cut line delivered at all)?

Event description:
It was reported that during an unknown procedure, the device failed to staple. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify, when both devices "failed to staple", did the devices deliver a cut line? If yes, was the cut line complete? Or did both devices lockout/ would not fire (meaning no staple line or cut line delivered at all)? Customer states that it cut but did not staple.